Manufacturer narrative:
The device was reprogrammed to resolve the inappropriate atp and shocks. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and inappropriate shocks resulting in therapy exhaustion. No adverse patient effects were reported.